Event description:
It was reported that there were 2 occurrences of blood leakage out of port and 1 occurrence of cap came off during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: we use only bd nexiva for IV¿s and have recently had 2 instances where blood has been flowing out of ports and one instance where the IV was being flushed and the cap on the port shot off while a normal flush was being performed. It is nexiva 20g 1.00 in lot#: 8235504. It¿s causing blood to pour out of the patient onto the floor.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph provided. Bd received one unused nexiva 20ga unit in a sealed package and a dispenser box from catalog number 383536, lot number 8235504. One photo was also submitted for review which displayed a nexiva 20ga unit. There was black arrow pointed at the vent plug and another black arrow pointed at the septum. Through the visual/microscopic examination the wedge, primary septa, and the secondary septa were observed to be properly installed. There were no signs of bends, cuts, holes, kinks, splits, or wrinkles found in the catheter tubing or the characteristic v shape of a spear thru. The extension tubing was adhering to the inside clear port wall of the catheter adapter. The vent plug was properly installed into the y- adapter. A water ¿ air leak test was performed where leakage was not observed in any area of the nexiva unit. The vent plug did not remove from the y-adapter. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Two non-related qns were initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of blood leakage out of port and 1 occurrence of cap came off during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: we use only bd nexiva for IV¿s and have recently had 2 instances where blood has been flowing out of ports and one instance where the IV was being flushed and the cap on the port shot off while a normal flush was being performed. It is nexiva 20g 1.00 in lot#8235504. It¿s causing blood to pour out of the patient onto the floor.